Manufacturer narrative:
A complaint investigation was conducted for the architect total b-hcg reagent, lot 80029ud01 to address the customer¿s observation of falsely elevated results. Review of tracking and trending data for lot 80029ud01 did identify an increase in complaints, however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. In this case the initial false elevated result is likely due to a sample integrity issue. Based on our investigation, no systemic issue or deficiency was identified with the architect total b-hcg reagent, lot 80029ud01.

Event description:
The customer observed falsely elevated architect total b-hcg results for a 39-year-old female patient. The following data from (B)(6) 2026 was provided: sid (B)(6) initial architect total b-hcg result was 85.32 miu/ml, followed by a retest result of <1.20 miu/ml. The initial result was not sent to the clinical department. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07k78-77, that has the same product distributed in the us, list number 07k78, with 510k number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect total b-hcg results for a 39-year-old female patient. The following data from (B)(6) 2026 was provided: sid (B)(6) initial architect total b-hcg result was 85.32 miu/ml, followed by a retest result of <1.20 miu/ml. The initial result was not sent to the clinical department. No impact to patient management was reported.